Event description:
It was reported the patient's l4 drg lead had migrated. The issue was confirmed via x-ray. The patient underwent surgical intervention where the lead was explanted. Patient reportedly has sufficient therapy post-op.